Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05902; 2017865-2020-05923. It was reported that during left ventricular lead revision for dislodgement, right ventricular and atrial leads were also failing to sense and capture. Fluoroscopy revealed that all 3 leads had been dislodged. Physician explanted and replaced the left ventricular lead, while the right ventricular and atrial leads were repositioned. No symptoms were reported. Patient condition post-procedure was stable.